Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +21.5d) was explanted due to missed target. It was reported that the patient is doing well post-operatively.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: a1, a2, a3a, b6, b7, d6a, h6, and h11.

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted from the right eye prior to any light treatments due to a refractive surprise. A new lal was implanted as a replacement. It was reported that the patient is doing well post-operatively.